Event description:
Healthcare professional reported patient injected with juvéderm® volbella¿ xc and juvéderm® voluma¿ xc into the cheek and lip (total of 4 ml). Approximately six weeks later, patient experienced ¿inflamed nodules¿ in the cheeks. Patient iced and took antihistamine for approximately two days. The inflammation in the cheeks went down but did not resolved. The painful nodules appeared on the lips. Patient was prescribed prednisone. Event has improved but not fully resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00384 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Age or date of birth: patient was born in 1968. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.